Event description:
Received notice from the dept of health and human services regarding a consumer complaint/injury report sent to the FDA that a pt sustained alleged visual impairment and headache due to lasik procedure.